Manufacturer narrative:
No instances of this malfunction have occurred in the field. However, as a precaution, philips respironics has contacted all of its consignees by phone and instructed them to remove the potentially affected external battery packs from their inventory and any that may be on their patients/end users. These consignees have been instructed to quarantine batteries they have removed away from flammable materials. To date, all customers have been notified and have verified that they have quarantined their external batteries. A single customer had a unit with an affected battery installed internally; a philips respironics sales representative visited that customer to remove the unit and provide a replacement. A field action (voluntary recall) was initiated on (B)(4) 2010 and the FDA was notified of the field action on (B)(4) 2010.

Event description:
During assembly of a trilogy 100 unit, an internal battery shorted to itself, resulting in a thermal event. The device was not fully assembled and the battery had yet to be connected to the device. This event occurred while the assembly technician was handling the battery. The resulting thermal event was determined to be caused by the shorting of voltage sensing wires used in the battery's construction. None of the individual batteries that make up the eight cell pack were found to have vented. According to the battery supplier, the cells do have a designed-in over-voltage protective mechanism making venting of the cells unlikely. This issue can be traced to the batteries from a single supplier. (B)(4); the remaining units include a removable, encased detached battery. The remainder of the stock from this supplier has been quarantined and units already containing these batteries will be re-worked with unaffected batteries.